Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that there was an air bubble in the reservoir. The customer's blood glucose was 304 mg/dl. The reservoir was also reported to possibly be leaking between the two o-rings. It was explained to the customer that the potential leak could actually be an air bubble in the reservoir that was expanding during filling. Customer was advised to change the reservoir and that it would be replaced.